Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00935.

Event description:
It was reported that durin priming of the device for a cardiopulmonary bypass procedure, the user had an issue with an air bubble detector (abd) alarm but quickly realized that it was the tubing kinked/installed incorrectly. As a result, an alternate system-1 was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.